Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and contamination under up arrow and down arrow key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim and discolored. The keypad cover was found to be torn from the bottom to the contrast button. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evaluation revealed evidence of contamination under the up arrow and down arrow key contacts. (B)(6).